Event description:
The customer reported via phone call being hospitalized due to low blood glucose levels. The customer's blood glucose was 30 mg/dl. The customer stated that her mother had tried to wake her up but was unable to, leading up to the call to emergency medical technicians being and the hospitalization. She was unsure of why she had low blood glucose. Her most recent blood glucose was 212 mg/dl. She declined to troubleshoot for the low blood glucose and requested help with bolusing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.